Manufacturer narrative:
A product investigation was performed for this device. The actual device(s) were not returned to the manufacturer for evaluation. The root cause of the broken sign im nail, broken distal screw, and non-union are undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. The first nail was replaced with a 10mm x 400mm, standard nail using two proximal screws and two distal screws. There is no way to predict a non-union or failure to heal. Sign fracture care international will continue to monitor these events as part of our post market activities.

Event description:
It was reported on (B)(6) 2015, that a sign im nail implanted to treat a fracture of the left femur; was found to be broken and presented a non-union during a follow up visit. In addition, one of the distal locking screws was also found to be broken.